Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up report will be submitted. (B)(4).

Event description:
It was reported that air was getting into the setup during peritoneal dialysis (pd) therapy on the homechoice (hc) device. The peritoneal dialysis registered nurse (pdrn) explained that the caregiver (cg) told them the machine was putting air into the patient. During the follow up, the patient indicated that this occurred a few times. The patient could not recall exactly what happened during the therapies where they saw air or what could have caused it. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.